Event description:
It was reported that customer experienced recurring issues with large air bubbles with multiple cartridges. There was no reported impact to the customer¿s blood glucose. No additional information was provided.